Event description:
It was reported that during patient treatment, the device exhibited ventilation issues, including restricted tidal volume delivery and increased airway pressure. The patient experienced desaturation and bradycardia. The final patient outcome was reported as no harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. After discussing with the healthcare facility, it was found out that have not been cleaning the expiratory cassettes in a proper way according to the user¿s manual for cleaning and maintenance. Provided ventilator logs were reviewed. In the event log, on the reported event date, alarms for airway pressure high, volume delivery restricted and expiratory minute volume were generated during the ventilation period as an indication of difficulties with ventilating the patient. These alarms indicate that the airway pressure was higher than or close to the set airway pressure alarm limit and this will restrict the volume delivery to the patient. Alarm for airway pressure high is generated when the set airway pressure alarm limit is reached whereby the inspiration phase is terminated and goes over to expiration phase. The alarm for volume delivery restricted is generated when the set volume is not attained, due to imposed restriction of the set airway pressure alarm limit. The alarms for airway pressure high and volume delivery restricted is related to the parameter settings and alarm limit settings for the chosen ventilation mode. This can be experienced as no gas flow is delivered thus generating the alarm expiratory minute volume low. The ventilator was then set to standby by the user and the patient was switched to another ventilator. According to the test log, successful pre-use checks were performed prior to use. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. The difficulties may either be related to not optimal parameter settings of the ventilator for the actual patient condition or an increased expiratory resistance due to an insufficient cleaned expiratory cassette. The conclusion is that there are no indications of ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).